Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was initially reported the patient¿s ipg and programmer has a communication issue. It was reported that the patient had a cervical spine surgery and surgery mode was not turned on. The rep was unable to place the ipg into a bondable state during troubleshooting on (B)(6) 2019, which was after the patient had the spine surgery. Troubleshooting were exhausted and the generator was not responding and providing therapy therefore is considered inoperable. At this time patient does not wish to change the battery.